Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap gastric bypass. According to the reporter: when the device was pulled out from the patient, the orvil detached from the instrument and was left inside the patient. Post-operatively on (B)(6) 2010, the patient was brought back to the hospital for emergency surgery to remove the orvil. The patient was presented with a wound site infection and after that the patient was treated with standard care. The patient has since been released. There was no delay in operative time and it was not reported if additional bleeding occurred.